Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now prompt occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a replace sensor now prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.